Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a reservoir was attached to a drain. Part of the inlet of the reservoir came off on the way to the patient's hospital room after surgery. There was no adverse consequence to the patient. Additional information was requested.

Manufacturer narrative:
It was reported that this device event is not malfunction reportable. Therefore, this medwatch report is not reportable.